Manufacturer narrative:
This report is submitted on march 15, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). Re-implantation is planned but has not taken place as of the date of this report.